Event description:
On an unknown date, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In nov 2023, the patient experienced a stoma site infection and was prescribed two different unknown antibiotics. Since completing the antibiotics the ooze improved, but redness persisted.

Manufacturer narrative:
Reference number (B)(4).. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.